Event description:
Complainant alleged that while attempting to defibrillate a pt (age unknown) the device failed to discharge via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt expired later that day, however it was not a result of the reported malfunction.